Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the caregiver that was with the patient, noticed the patient was hypoglycemic, and the patient was unresponsive. An ambulance was called and at an unspecified moment during the event, the cgm was reading 8.6 mmol/l and the blood glucose reading was 2.3 mmol/l. It is not stated by whom, but the patient was treated with baqsimi nose powder 3mg (glucagon). Besides this the patient was given 200ml of glucose (route unknown). It was reported that the patient did not need to go to the hospital. At the time of the report, the patient was alert, but still under the weather. No data was provided for evaluation. The allegation and the probable cause could not be determined. [The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.